Manufacturer narrative:
Reported event: an event regarding instability involving an unknown unitrax sleeve was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided.. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "pt. Presented with [right] hip-instability. Pt. Presented with an rmod stem and unitrax head, following failure of a previous orif, ¿over a decade ago¿ no info is available as to the previous surgery, but we were able to ID the explanted unitrax head by its markings (¿43mm¿). Rmod components were left in-situ. No complaints filed against implants." Patient was revised to a 48d trident ii shell with mdm liner and insert and lfit v40 head. Spoke to rep: no further information will be released by the hospital or surgeon.